Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited a shaved forceps channel port . There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed the channel port is scraped. However, the cause of the scraped channel was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU): ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Do not apply shock to the distal end of the insertion section, particularly the objective lens surface at the distal end. Visual abnormalities may result. Do not put or press the video connector and light guide connector on the insertion section when transporting or reprocessing. The insertion section may be damaged.¿ olympus will continue to monitor field performance for this device.